Manufacturer narrative:
H.6. Investigation summary: sample evaluation: 1 photo for batch #6082547 (p/n 309605) and 1 physical sample depicted in the photo were received and evaluated. Batch #6082547: 1 syringe sample marked ¿brown particulate/stain.¿ the barrel was found to have a small brown particle embedded in the wall at approximately 9ml mark outside the scale markings. The embedded foreign matter was larger than level 3 in size and is rejectable per product specification. DHR review for batch #6082547. Release date: 4/17/2016. Released quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Batch 6082547 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Potential root cause (1) embedded foreign matter is degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up.

Event description:
It was reported that brown, embedded foreign matter was found in the syringe of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that brown, embedded foreign matter was found in the syringe of the bd luer-lok¿ syringe bulk sterile pharmacy convenience tray. There was no report of exposure, injury, or medical intervention.